Event description:
New information received notes atrial noise reversion was also observed on the pacemaker.

Manufacturer narrative:
The reported events of premature discharge of battery, inability to capture, low pacing impedance and noise were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented at the emergency room. It was noted that loss of capture was observed and an underlying rhythm, sudden bradycardia was observed. Upon interrogation it was noted that the battery voltage was below normal elective replacement indicator values. Notifications including ventricular auto polarity switch and low atrial and ventricular pacing impedances were observed. The patient claimed there were two years of battery life remaining at their last follow up in clinic a few weeks earlier. The pacemaker was explanted and replaced. Leads tested normal. The patient was stable.